Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 2 medstations time are off by 11 minutes due to software issue. The technical support specialist guided the customer in accordance with the ka 000008520 titled 'how to configure time server settings of all stations' and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had time on station was not correct. The customer stated that the malfunction is affecting patient care points to workflow and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.